Event description:
It was reported that boston scientific technical services (ts) was contacted for a longevity assessment for the implantable device as it had reached the elective replacement indicator (eri). It was discussed that the right ventricular (rv) shock impedance had increased to 127 ohms. It was recommended to perform a commanded shock test at the device replacement procedure to verify the rv lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.